Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to confirm or determine the root cause of the reported dislodged cannula. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient's blood glucose level rose to 23 mmol/l (414 mg/dl) while wearing the pod. When removed from the infusion site (arm) due to insulin leaking, the pod's cannula was found to be dislodged. No specific treatment information was provided. The pod has been discarded.